Manufacturer narrative:
Approximate age of device ¿ 1 year and 10 months (calculated from the date the device was provided to the patient.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during review of the submitted log files by a representative of the manufacturer¿s technical services no external power events were observed while the lvad was on mobile power unit (mpu) support. This may have been due to the mpu ac power cord coming loose at the mpu or ac wall outlet. There was no interruption in pump support during any of the above events or at any time in the log file. The patient was reported to be asymptomatic. No additional information was provided.

Event description:
It was reported that the cause of the no external power event while the lvad system was supported by the mobile power unit (mpu) was a loss of power to the house.

Manufacturer narrative:
Review of the submitted log file confirmed multiple no external power alarms. The log file captured no external power events on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018 appeared to be due to a loss of power to the mobile power unit (mpu). These events were reportedly due to the patient¿s house losing power. The heartmate ii patient handbook with mpu, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. The powering the system section explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document warns the user to avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook also provides instructions on exchanging power sources and warns that at least one system controller power cable must be connected to a power source at all times. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.